Event description:
It was reported initially that the unit was broken. During clinical follow up with hospital on (B)(6) 2010, it was noted that there was a delay in surgery of one month due to the hospital only had one unit for surgical use. There was no injury and no additional grafts needed to be harvested.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.